Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after twenty five days, the cine spin demonstrated the filter was extremely tilted >30-45% with nose into right renal vein or caval wall. An unsuccessful retrieval attempts were performed using ensnare snare. The attempt was made to push the filter more into the center line using mustang balloon which is also unsuccessful. Again, an unsuccessful attempts was performed to snare the filter using balloon and gooseneck snare. Final unsuccessful attempt was performed to inflate the balloon and move the filter nose more centrally. Approximately after one month eleven days post deployment, the patient experienced chest pain where cta chest demonstrated no evidence of pe. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. However, the investigation is inconclusive limb detachment. Additionally, it is inconclusive that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using ensnare snare, balloon and gooseneck snare but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to blood clot. At some time post filter deployment, it was alleged that the filter tilted, detached and embedded in wall of the ivc. The device has not been removed after two attempted but unsuccessful, removal procedure was not provided. It was further reported that filter struts embedded in ivc wall and retained in vein and the patient reportedly experienced pe post implant; however, the current status of the patient is unknown.